Event description:
For the last month, nearly all of my 16-year-old daughter's g7 sensors have malfunctioned. She has been getting false low readings and when she checks her sugars manually, they are within range or extremely high (over 300s). We had her a1c checked last week at her endocrinologist's office and the sensor reading said 7.1, while the blood work was 8.2. That alone is terrifying. Not one sensor has lasted the entire 10 days. We are at wits end and do not know what to do anymore. We cannot trust the g7 and our doctor is trying to get approval for us to go back to the g6 in the meantime.